Manufacturer narrative:
Events of aortic stenosis and regurgitation were reported. The returned 21mm trifecta valve was received in a dry and dehydrated state. Calcifications were observed on all three leaflets. Circumferential fibrous pannus, on the inflow surface of the returned valve, was observed on all three leaflets narrowing the inflow diameter. Leaflet 2 was also observed to be torn. No inflammation was detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Information from the field indicated that the valve had been implanted for 9 years and replaced with a larger 23mm valve.

Event description:
On (B)(6) 2009, a 21 mm trifecta valve was implanted as part of a clinical study. On (B)(6) 2018, the patient was admitted with angina and shortness of breath in the setting of severe mixed bioprosthetic aortic stenosis and regurgitation via echocardiogram. The patient went to the cath lab the same day and it was confirmed that redo avr was needed. On (B)(6) 2018, the valve was explanted and replaced with a 23 mm ce valve with no complications. The patient was discharged on (B)(6) 2018. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
The reported event of stenosis and regurgitation could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.